Event description:
It was reported the patient underwent an unrelated surgery and it is unknown if the ipg was placed in surgery mode. The ipg was unable to communicate. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated the device is included in the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on 02 april 2026.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.